Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported when using the bd¿ 20 ml syringe with needle there was leakage. The following information was provided by the initial reporter. The customer stated: "when a disposable syringe was used to aspirate normal saline, fluid leakage was found in the syringe. A new syringe was immediately replaced to aspirate again, and no adverse consequences were caused."